Event description:
In (B)(6), 2013, the patient had surgery with a variax foot plate for hallux valgus. Patient was non union and the screw broke. The patient underwent the revision surgery on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the event description and investigation concludes that the referenced product is a concomitant product and did not contribute to the reported failure.

Event description:
In (B)(6) 2013, the patient had surgery with a variax foot plate for hallux valgus. Patient was non union and the screw broke. The patient underwent the revision surgery on (B)(6) 2014.